Manufacturer narrative:
The report of ¿not possible to connect to the generator¿ was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing. The returned ipg exhibited normal device characteristics during analysis. Correction: this event is not part of the an fsca as previously reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an implant procedure the ipg would not communicate. As a result, the patient went back into surgery to have the ipg replaced.